Manufacturer narrative:
12/13/96- supplemental report # 1 submitted to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.

Event description:
Device was applied during an end to end anastomsis. The instrument did not contain any staples. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.